Manufacturer narrative:
Concomitant products:419588 lead implant date: (B)(6) 2009; dtma1d1 crt-d implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited chronically low impedance. The ra lead remains in use. No patient complications have been reported as a result of this event.